Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a rigid part of the drip chamber came apart (within the chamber) of a continu-flo solution set. The issue was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device and photo sample were received for evaluation. A visual inspection was performed, and a dislodged disc filter in the chamber was observed. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.